Manufacturer narrative:
(B)(4). Additional information requested but not obtained what were the indications for surgery? Was there any radiation or chemotherapy prior to procedure? Where within the green range was the device fired? Were the forces higher or lower than expected? Was there any audible or tactile feedback how long after the original procedure was the leak identified and how was the leak identified? Were the donuts and the washer inspected for a complete cut? Was a leak check performed? Who fired the device? What was his/her experience? What is the date of the original procedure? Where along anastomotic site was the leak occurring? What quadrant? Were the staples able to be seen and what was the form? Was an endoscopic scope/sigmoid scope done to check the staple line? What is the current patient status? Did the surgeon wait 15 seconds after initially dialing down to compress the tissue? Did the surgeon retighten before firing?

Event description:
It was reported that after a low anterior resection procedure, that the patient undergoing an anastomosis with the device experienced leaking post operatively around the anastomotic site. The original device was used to complete the procedure. Device was discarded.

Manufacturer narrative:
(B)(4). Additional information received: what were the indications for surgery: all uses were for left colon / lar procedures. Was there any audible or tactile feedback: said that cutting washer was clearly heard during the firing. How long after the original procedure was the leak identified and how was the leak identified: there were three different leaks with three different surgeons, leaks presented differently. 1 intraop and the other two within 4 days post-op. Were the donuts and the washer inspected for a complete cut: yes. Was a leak check performed: yes. Who fired the device; what was his/her experience: senior resident. Were the staples able to be seen and what was the form: staple line integrity did not appear compromised. Was an endoscopic scope/sigmoid scope done to check the staple line: leak test. What is the current patient status: varied between all three patients. Did the surgeon retighten before firing: no. How long after the original procedure was the leak identified and how was the leak identified: within 4 days post-op. What is the current patient status: the patient was brought back, and they were able to operatively repair the anastomosis.